Event description:
A ventilator was returned to the manufacturer for vent service required on a trilogy 202 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device by a manufacturer service engineer, ventilator service error e-344 was observed. The device's system board would need to be replaced to address the issue.